Event description:
This is a (B)(6) female who had previously undergone open reduction internal fixation of a left ankle fracture at an outside facility. One of the screws laterally has started to back out and quite prominent against her skin. This is causing significant discomfort and she would like to proceed with hardware removal. As she is not having any issues with the medial or anterior to posterior screws, plan is for hardware removal, left ankle, from the lateral aspect of the ankle only. Pt presents to operating room on (B)(6) 2011 for removal of left lateral ankle hardware. Preoperative diagnosis: retained painful hardware, left ankle. Post operative diagnosis: retained painful hardware, left ankle. Procedure: removal of deep orthopedic implant, left ankle. Removed 6 screws and 1 plate.